Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was unknown at the time of admission. The customer reported they woke up with a blood glucose of 440 mg/dl and was feeling sick before being hospitalized. Customer's blood glucose also rose to 550 mg/dl during the incident. The customer attempted to treat their blood glucose with the insulin pump. The customer was released from the hospital on (B)(6) 2015. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 125 mg/dl. The customer also mentioned that their infusion sets would have a kinked cannula. The customer declined to return the insulin pump for analysis.